Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. Detailed analysis confirmed the device did not meet minimum expected longevity, however, the reason for premature depletion was undetermined. During analysis, no out of specification condition was noted during device analysis. Analysis confirmed the battery depleted prematurely, however despite exhaustive efforts, the cause could not be determined.

Event description:
Boston scientific received information that a replacement procedure was performed. This pacemaker was removed and replaced due to reaching elective replacement indicators (eri). There was concern that eri was reached more rapidly than expected. No adverse patient effects were reported.